Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had an infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.